Manufacturer narrative:
The explanted leads were discarded by the medical facility and will not be available for evaluation. A review of the device history records for the explanted leads was completed and no anomalies were noted. This is the final report.

Event description:
During a lead revision procedure, abnormal neurological readings of the patient were observed. The doctor explanted the patient's leads and aborted the surgery. The patient has since been re-implanted and is reportedly doing well.